Manufacturer narrative:
Concomitant medical products: 52mm crown cluster cup with integrip; 30mm bone screw. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) female patient liner was broken into several pieces. Surgeon removed all pieces from the patient. Surgeon do not know when the liner broke. The cup, screw, and liner were explanted. This hip was a hybrid, exactech components in the acetabulum and zimmer components in the femur. Because it was a hybrid, the doctor chose to revise the explanted portion to competitors to match stem that was already in the patient's femur. There were no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The devices are not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the prosthesis fracture reported may have been the result of malalignment of the acetabular component and edge loading, patient conditions, and/or off-label use from combining exactech acetabular components with another manufacturer¿s femoral components. However, the contributions of each to the sequence of events cannot be determined as the devices are not available for evaluation and additional clinical information was not provided. The most probable root cause associated with the reported event of "prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw.